Event description:
On (B)(6) 2025, an eye care professional (ecp) reported a patient (pt) enrolled in a post market clinical research survey for reusable oasys brand products experienced pain, eyelid oedema, photophobia, and reduced visual acuity and was diagnosed with a right eye (od) corneal ulcer with a possible herpes simplex infection in (B)(6) 2014 while using acuvue® oasys® for astigmatism brand contact lenses (cls). The pt was "given zovirax and levofloxacin by eye casualty" (dosage and frequency of use not provided). The pt was "seen hes" and has a "small corneal scar." The pt was reported to follow cl wearing instructions as provided. On 20jun2025, the ecp provided additional information. The event occurred in the united kingdom in june 2014. The pt was seen by a general practitioner and the ecp is unsure if the herpes simplex infection was confirmed. The pt was prescribed zovirax for 24 hours and levofloxacin for 2 weeks (frequencies unknown). The corneal scar is "very small" and located "central over the pupil." The pt experienced reduced visual acuity, while being treated for the ulcer, that has now resolved. No additional medical information was provided. No additional information is expected. The date of the pt¿s event is being reported as 01jun2014 as the exact date of the event is unknown. The suspect od lot number is unknown. The od suspect cl was discarded. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.